Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 5.5 mg/ml at 2.42 mg/day, clonidine 1450 mcg/ml at 639.7 mg/day, and baclofen 250 mcg/ml at 110.29 mcg/day. It was reported that a subcutaneous pocket fill of up to 1.5 cc occurred during a pump refill. The patient reported signs of overdose the day of the refill, and the patient was admitted to the intensive care unit (ICU). The refilling clinician then aspirated 38cc from the pump. This was how he calculated to the ¿up to 1.5 cc¿ value. No actions/interventions were taken. Surgical intervention did not occur and was not planned. The issue was resolved, and the patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient¿s medical history was unknown. It was unknown when the event occurred. There were no further complications reported or anticipated.